Manufacturer narrative:
Updated information: d1 brand name updated. D6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary artery graft site to support the 76 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was also supported by inotropes and vasopressors. The pump was supporting when after 3 days the team determined there was hemolysis. The day prior there was hematuria seen after the foley was removed, but on this 3rd day there was "clots" seen beyond the prior hematuria. The team assessed pump position and re-positioned the pump to remedy the hemolysis. The pump remains on for support and labs are being monitored for the hemolysis. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and device position as noted in this pump support.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the mechanical interaction with blood cannot be established. The cause of the positioning issue cannot be established.